Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, foreign material was found. The lesion being treated was located in the left anterior descending artery. When the nurse was opening the packaging of a (B)(4) starter guide wire a piece of hair was observed inside the sterile pouch. There was no patient contact. The physician completed the procedure with another (B)(4) starter guide wire. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluation: as received, the specimen consists of a clinically exposed (B)(4) device; returned in the opened labeled packaging pouch; accompanied by an unidentified torque device, mounted on heart-shaped red colored plastic card loose within the opened pouch, returned double-bagged within "zip-lock" style poly biohazard pouches. The specimen presents no indications of hair-like contamination within the opened packaging materials, anywhere on or within the guide wire and dispenser assembly, nor within the protective "zip-lock" style pouches. No damage or inconsistencies are noted to the specimen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, foreign material was found. The lesion being treated was located in the left anterior descending artery. When the nurse was opening the packaging of a (B)(4) starter guide wire a piece of hair was observed inside the sterile pouch. There was no patient contact. The physician completed the procedure with another (B)(4) starter guide wire. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).